Event description:
It was reported that a patient presented with back pain specific to the l2 level and radicular leg pain and subsequently underwent a kyphoplasty at l2. No complications occurred during the kyphoplasty procedure, according to the report. The patient was seen (B)(6) weeks post-operatively at which time the back pain had subsided, but radicular leg pain was still present. A follow-up appointment was scheduled for the next week to treat the patient with a facet injection at the affected level. According to the report, the "patient did not show as they had passed away". An autopsy was not performed on the patient and cause of death has not been not provided, but according to the report, the physician does not believe the death was related to kyphoplasty products. No additional information has been provided.

Manufacturer narrative:
Although it is unknown whether a medtronic device contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were submitted to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.